Event description:
It was reported that the patient's pump had volume discrepancies; the actual residual volume was greater than the expected residual volume. The patient stated that the volume discrepancies "happened a lot" before it was replaced (see manufacturer report #3007566237-2009-08490 for details on the new pump). Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).